Event description:
In (B)(6) 2012, an aortic valve replacement (avr) was performed and a 23mm trifecta valve was implanted. In (B)(6) 2018, the patient presented at the hospital with symptoms of cardiac failure. During a follow-up visit on (B)(6) 2018, the patient presented with aortic stenosis and aortic regurgitation, resulting in acute cardiac failure. An echo revealed a tear between the non-coronary cusp and the right coronary cusp. A tavr procedure was performed and a medtronic 26mm core valve device was implanted within the trifecta valve. Per the user, the procedure was significantly prolonged due to patient anatomy.

Manufacturer narrative:
An event of stenosis, regurgitation and a torn leaflet was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2012, an aortic valve replacement (avr) was performed and a 23mm trifecta valve was implanted in the aortic position. In (B)(6) 2018, the patient presented at the hospital with symptoms of cardiac failure. In (B)(6) 2018, the patient presented with aortic stenosis and aortic regurgitation, resulting in acute cardiac failure. A tear in the valve was observed between the non-coronary cusp and the right coronary cusp. A tavr procedure was performed and a medtronic 26mm corevalve device was deployed. Additional information has been requested.